Event description:
It was reported that during a routine fitting in the situ, measurement showed hi impedances on 9 electrode channels. The concerned channels were switched off, and the frequency range was reduced. Re-implantation surgery is scheduled for (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.